Manufacturer narrative:
The device was not returned, so no analysis was conducted. Device manufacturing date was not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the system exited out of navigation 3 times, going back to the registration screen and requiring the site to re-register the patient prior to moving back into navigate. The surgery was completed with navigation and there was no impact on patient outcome. The medtronic representative was unable to replicate this issue during the planned maintenance (pm).

Manufacturer narrative:
Additional information: a software investigation analysis was initiated to determine the probable cause of the issue through log and archive analysis. Analysis found that there was no 'software exit' or crash happened. The user moved from navigation to register task and vice-versa multiple times. The patient archive did not have any registration data. Also, the logs did not capture any information related to missing registration data.. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Technical services (ts) looked at the exam, there were 324 slices with spacing and thickness of 0.4 and the bit depth was set to 12.